Event description:
It was reported that the right ventricular lead triggered an alert for high svc coil impedance. Consecutive impedance measurements showed unstable svc impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274drg implantable cardioverter defibrillator (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2003. (B)(4).